Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 power port allegedly experienced catheter damage and catheter split. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The weight of the (B)(6) year old female was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for the catheter damage issue, as a circumferential split was noted to the catheter. Two electronic photos were provided for review. The investigation is confirmed for the fracture, as the provided photo shows a circumferential split near the distal end of the cath-lock. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 power port allegedly experienced catheter damage and catheter split. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The weight of the 78 year old female was not provided.